Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited discoloration inside the light guide lens had discoloration. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the light guide lens had discoloration was external stress such as bumping caused glue to be damaged, leading to reduction of watertightness around the light guide lens. As a result, water intruded through the gap, which resulted in discoloration of the inside of the lens. Olympus will continue to monitor field performance for this device.